Manufacturer narrative:
Reliability analysis inspected 2 opened/used infusion sets and performed manual prime test. Using a new lab reservoir along with a 5xx insulin pump. Ran priming in insulin pump. Both infusion sets failed per spec. Found occluded tubing/p-cap needle. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed no delivery alarms. Customer's blood glucose was 102 mg/dl. During troubleshooting, insulin did exit with manual prime. After troubleshooting, customer was advised the infusion set will be replaced. Customer agreed to return the infusion set for analysis.